Manufacturer narrative:
Investigation summary: one sample received by our quality team for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during production of batch 2211124. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly.

Event description:
It was reported that when drawing saline for a preparation the bd plastipak¿ concentric luer lock syringe the stopper disengaged from the plunger. The following information was provided by the initial reporter, translated from french: when drawing saline for a preparation, the stopper disengaged from the plunger. Clinical consequences: medication preparation impossible to perform. The concerned device is at your disposal in our unit.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing saline for a preparation the bd plastipak¿ concentric luer lock syringe the stopper disengaged from the plunger. The following information was provided by the initial reporter, translated from french: when drawing saline for a preparation, the stopper disengaged from the plunger. Clinical consequences: medication preparation impossible to perform. The concerned device is at your disposal in our unit.